Event description:
Report received that tubing cartridge was assembled backwards. The total parenteral nutrition infusion bag was spiked and primed in the home health care office and sent to the pt's home. The pt's spouse noted that the cartridge was "different" and put it into the pump upside down to get it to fit. When the infusion was started, spouse noted air in the tubing and immediately stopped infusion. A replacement total parenteral nutrition bag with tubing was warmed (took about one hour) and the therapy was resumed. There was no harm to the IV site and no report of pt harm. The sample was discarded by the family. No further info was available.